Event description:
During prep of the coil, it was noted that the coil pusher detached from the sleeve rendering the coil undeployable. The coil was removed and replaced with no reported harm to the patient.